Event description:
It was reported that this artificial urinary sphincter (aus) was not working. All components were removed and replaced with a new device. There were no patient complications reported.